Manufacturer narrative:
The device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to pocket infection. A spectranetics lead locking device was inserted within the rv lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath along with the glidelight''s teflon outer sheath to begin the procedure. Advancement was made to the superior vena cava (svc)/ra region, but became difficult to advance with the teflon outer sheath. The physician removed both the glidelight and the teflon outer sheath from the body, then reinserted the 14f glidelight, using it without the teflon outer sheath. Advancement was made through the subclavian, innominate and svc regions, then into the ra where anesthesia noticed an effusion forming. Rescue efforts began, including subxiphoid window, pericardiocentesis, and ultimately a sternotomy. Once the patient's chest was opened, it was difficult to clearly see the injury location so a rescue balloon was utilized. It was determined there were two injury locations: a perforation lower in the svc (within the pericardial sac, which resulted in the initial effusion detected) and another perforation higher in the svc and innominate regions. After repairs were successfully completed, the rv lead was removed with traction only (it had freed during initial extraction attempt). The ra lead was prepped with an lld and with slight traction, the ra lead was successfully removed. The physician added epicardial ra and rv leads, and the patient was closed with an abdominal pacemaker in place. This report captures the 14f glidelight in use when the two perforations occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.